Event description:
During index procedure the patient had a resolute integrity drug eluting stent implanted in the lad in treatment of a dissection. Cec have adjudicated that the patient suffered a non q wave myocardial infarction on the same date as the index procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).